Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of multiple pump stops, a specific cause for the events could not be conclusively determined through this evaluation as there is no product available for investigation. The evaluation of the log file from the primary controller revealed several pump stops and low speed hazard/advisory alarms beginning on (B)(6) 2019 at 11:52:13 pm while the system controller was connected to both 14 v li-ion battery power and a power module. In addition, the pump appeared to have struggled to maintain the fixed speed from 06:01:08 pm through 06:03:41 pm on (B)(6) 2019 while connected to battery power, resulting in frequent, intermittent low speed advisory alarms and power elevations up to 24.9 lpm. The log file from the primary controller terminates with the driveline being disconnected on (B)(6) 2019 at 01:50:29 am, which appears consistent with the reported controller exchange. The evaluation of the log file from the backup controller revealed that the pump appeared to have struggled to start from 01:50:26 am through 02:00:12 am on (B)(6) 2019, resulting in persistent low speed hazard and low flow hazard alarms. These events occurred while the system controller was connected to a power module. The final events of the log file capture a driveline fault and associated yellow wrench advisory alarm beginning at 02:04:40 am, followed by the disconnection of external power at 03:08:41 am. Based on previous complaint history, these events could be indicative of a potential driveline issue. The account communicated that the patient presented with periodic low flow alarms with dizziness and eventually multiple pump stop alarms. A controller exchange was performed after a first pump stoppage, and after an eventual second pump stoppage, the events were determined to not be controller related. The patient claimed to have gotten pump stoppages while on battery power, and after being admitted, the series of alarms occurred too quickly for an ungrounded patient cable to be obtained. The patient eventually expired after a full pump stoppage, chest compressions, and an unsuccessful attempt to place a veno-arterial ECMO. The team was concerned that perhaps a short to shield was causing the events; however, it was reported that (B)(4) was not able to be explanted as no autopsy was performed. There is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6) approximate age of device ¿ 4 years 5 months 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient was experiencing periodic low flow alarms with dizziness and pump stop alarms. A controller exchange was done after the first pump stoppage and after the second pump stoppage it was determined to not be controller related. The patient claimed to have gotten the pump stoppage while on battery power but the site communicated that the series of alarms occurred too quickly for an ungrounded patient cable to be obtained. This patient eventually expired after a full pump stoppage. Chest compression an unsuccessful attempt to place va ECMO were attempted. The data of the primary controller showed speed drops and pump stops while on power module and on batteries. This was a phase to phase short causing the pump stoppages. The pump was starting and stopping throughout the whole backup controller log file. The pump never truly ran on this controller. The device will not be returned due to a lack of an autopsy. No additional information was reported.